Event description:
During normal caudal epidural procedure, catheter broke and remained in caudal space. Needle had been introduced about 1 in but unsuccessful advancement. Needle reintroduced and catheter reintroduced and advanced. On the withdrawal of the needle, catheter withdrawal was not complete and part of the catheter (6-8 cm) remained within the epidural space. Procedure tried with another set but unsuccessful, hence procedure aborted.